Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, dislocation of the lead was observed without moving the lead after positioning in the ventricular septum. There was difficulty with retraction of the lead helix. When the helix was inspected, the tip, in which the myocardial tissue was entangled was observed. The tissue could be removed using forceps, however, the movement of the helix was still slow. The lead was not used and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted the helix extended and retracted smoothly and within specification. There was no tissue on the helix at time of analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.